Event description:
The customer reported that the device failed the pads/paddles ECG segment of the user initiated operational test. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device failed the pads/paddles ECG segment of the user initiated operational test. There was no report of pt involvement. Philips evaluated the device, confirmed the issue, and resolved the issue by replacing the power pca.